Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, stent damage occurred. The ostial eccentric lesion being treated was located in the circumflex artery (cx). The lesion was predilated with a 2.5mm maverick balloon. The 2.50x12 mm taxus express2 drug eluting strut would not cross the lesion. A strut was bent on the fron tof the stent. The procedure was completed with a 3.0x18mm vision. No patient complications were reported. Patient status reproted as "ok".